Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the detached cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the pod's cannula detached from the pod during the fill process. The pod was not worn and no adverse patient impact was reported.